Event description:
It was reported that there was noise on the programmer and analyzer during cases and it was unable to be stopped, even when going into "artifact detect." The cables and outlets were changed but the situation did not resolve. Follow-up determined that the programmer was changed out for the case. Both the programmer and the analyzer were returned for service. There were no patient complications reported as a result of this event.

Event description:
It was reported that there was noise on the programmer and analyzer during cases and it was unable to be stopped, even when going into "artifact detect." The cables and outlets were changed but the situation did not resolve. Follow-up determined that the programmer was changed out for the case. Both the programmer and the analyzer were returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer; product ID 2067l radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed there was noise on the programmer due to a loose electrocardiogram connector. The analyzer passed functional and systems tests and no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.